Manufacturer narrative:
Complaint investigation underway.

Event description:
Upon insertion of the .014 guidewire, it appeared to follow a sub-intimal course. Several attempts were made to adjust wire but still appeared to be sub-intimal in it course. The wire was removed, followed by several more angiograms of the rcca were obtained which showed evidence of an intimal dissection. A new .014 guidewire was opened and prepped in normal fashion. The new wire was directed into the true lumen and confirmed to be in rica. The lesion was ballooned and stented in normal fashion. Several completion angiograms were obtained demonstrating a widely patent stent. While also showing an area of sub-intimal dissection. The md elected not to cover the dissection with an additional stent nor intervene in any other treatment of dissection.

Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Event description:
Upon insertion of the .014 guidewire, it appeared to follow a sub-intimal course. Several attempts were made to adjust wire but still appeared to be sub-intimal in it course. The wire was removed, followed by several more angiograms of the rcca were obtained which showed evidence of an intimal dissection. A new .014 guidewire was opened and prepped in normal fashion. The new wire was directed into the true lumen and confirmed to be in rica. The lesion was ballooned and stented in normal fashion. Several completion angiograms were obtained demonstrating a widely patent stent. While also showing an area of sub-intimal dissection. The md elected not to cover the dissection with an additional stent nor intervene in any other treatment of dissection.